Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. There was no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: - eval of the returned product revealed the units power up and passes all functional tests. The battery door is difficult to open, the case has a deep scratch, and the bottom right corner of the case is cracked. The battery springs are bent. The warning label has a thin cut down the middle. Note: posey instructions for use warning statement: always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).